Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylets were returned, used a fresh mdt stylet and test passed in curved lead.

Event description:
It was reported that once the lead was in the right ventricular (rv) the stylet would not advance all the way. The lead was removed, and stylets would advance to the end of the lead as long as the lead was straight, but when the lead was curved, none of the stylets would reach the end of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.